Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump had an unresolved no disposable alarm. The cassette was removed and the tubing was examined for air bubbles and some small air bubbles were identified. The tubing was massaged and cassette reattached and they attempted to restart the pump but the alarm returned and they were unable to run it. The reservoir had a remaining 50.3 mls. There was no reported adverse events.